Event description:
A patient was placed under anesthesia for removal of a ureteral stent by ureteroscopy. The operating sheath that was sterilized and provided for use with the optical component of the ureterscope set did not fit. The procedure was discontinued and the patient was re-scheduled two days later. No specific patient consequences were reported.